Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
A notification was received via abiomed¿s long-term outcome and quality indicator (loqi) impella registry regarding a patient that endured ventricular tachycardia (vt) with a "possible" relationship to the impella device used: after leaving the operating room, the patient had multiple vt events. The patient was started on an amiodarone bolus. The patient recovered with no sequelae.

Manufacturer narrative:
The investigation of ventricular tachycardia has been completed. The impella device was not returned for evaluation. As the necessary information was not provided, the root cause of the ventricular tachycardia was not determined. H.5 revised as this field was inadvertently left blank on the initial manufacturer device report number 1220648-2025-25390.